Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment from hub event on 30-aug-2024, 31-aug-2024 and 1-sep-2024. The infusion set was in use for one and a half day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).